Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she got released from the hospital today. Customer was in the hospital with diabetic ketoacidosis. Customer stated that she was trained last thursday on (B)(6) 2016.